Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ((B)(6) 2014 hysterectomy salpingectomy and cervix'), addison's disease ('secondary addison disease'), oesophageal rupture ('boerhaaves syndrome'), type 1 diabetes mellitus ('insulin dependent type 1 diabetes'), sjogren's syndrome ('sjogrens syndrome') and neuropathy peripheral ('neuropathy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), breast conserving surgery ("lumpectomy") and lymphadenectomy ("lymphnodectomy") and experienced addison's disease (seriousness criterion medically significant), oesophageal rupture (seriousness criterion medically significant), type 1 diabetes mellitus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), raynaud's phenomenon ("raynauds"), steroid dependence ("steroid dependent"), cervicitis ("endocervicitis"), postprandial hypoglycaemia ("severe reactive hypoglycemia"), postural orthostatic tachycardia syndrome ("pots"), anaemia ("anemia"), cystitis interstitial ("interstitial cystitis"), adenomyosis ("adenomyosis"), malabsorption ("malabsorption syndrome"), adrenal insufficiency ("adrenal insufficiency") and alopecia ("hair fall"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, addison's disease, oesophageal rupture, type 1 diabetes mellitus, sjogren's syndrome, neuropathy peripheral, raynaud's phenomenon, steroid dependence, cervicitis, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, anaemia, cystitis interstitial, adenomyosis, malabsorption, adrenal insufficiency, breast conserving surgery and lymphadenectomy outcome was unknown and the alopecia had not resolved. The reporter considered addison's disease, adenomyosis, adrenal insufficiency, alopecia, anaemia, breast conserving surgery, cervicitis, cystitis interstitial, lymphadenectomy, malabsorption, medical device removal, neuropathy peripheral, oesophageal rupture, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, raynaud's phenomenon, sjogren's syndrome, steroid dependence and type 1 diabetes mellitus to be related to essure. The following information was received from social media: hair loss. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events lumpectomy and lymphnodectomy were added. Essure implant date added. On 20-mar-2020: fu4 and fu5 were processed together. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 feb 2014 hysterectomy salpingectomy and cervix'), addison's disease ('secondary addison disease'), oesophageal rupture ('boerhaaves syndrome'), type 1 diabetes mellitus ('insulin dependent type 1 diabetes'), sjogren's syndrome ('sjogrens syndrome') and neuropathy peripheral ('neuropathy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), breast conserving surgery ("lumpectomy") and lymphadenectomy ("lymphnodectomy"), experienced addison's disease (seriousness criterion medically significant), oesophageal rupture (seriousness criterion medically significant), type 1 diabetes mellitus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), raynaud's phenomenon ("raynauds"), steroid dependence ("steroid dependent"), cervicitis ("endocervicitis"), postprandial hypoglycaemia ("severe reactive hypoglycemia"), postural orthostatic tachycardia syndrome ("pots"), the first episode of anaemia ("anemia"), cystitis interstitial ("interstitial cystitis"), adenomyosis ("adenomyosis"), malabsorption ("malabsorption syndrome"), adrenal insufficiency ("adrenal insufficiency"), alopecia ("hair fall"), headache ("headache"), hypoglycaemia ("hypoglycemia"), myopathy ("myopathy steroid"), gout ("gout"), hypovitaminosis ("vitamin deficiency"), the second episode of anaemia ("anemia"), peptic ulcer ("peptic ulcer disease") and eczema ("eczema ") and was found to have weight increased ("weght gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, addison's disease, oesophageal rupture, type 1 diabetes mellitus, sjogren's syndrome, neuropathy peripheral, raynaud's phenomenon, steroid dependence, cervicitis, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, cystitis interstitial, adenomyosis, malabsorption, adrenal insufficiency, breast conserving surgery, lymphadenectomy, headache, weight increased, hypoglycaemia, myopathy, gout, hypovitaminosis, peptic ulcer and eczema outcome was unknown and the alopecia had not resolved. The reporter considered addison's disease, adenomyosis, adrenal insufficiency, alopecia, breast conserving surgery, cervicitis, cystitis interstitial, eczema, gout, headache, hypoglycaemia, hypovitaminosis, lymphadenectomy, malabsorption, medical device removal, myopathy, neuropathy peripheral, oesophageal rupture, peptic ulcer, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, raynaud's phenomenon, sjogren's syndrome, steroid dependence, type 1 diabetes mellitus, weight increased, the first episode of anaemia and the second episode of anaemia to be related to essure. The following information was received from social media: hair loss,peptic ulcer disease,eczema ,anemia,vitamin deficiency,weight gain, hypoglycemia,myopathy steroid, gout most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event headache added.fu 6 ,7,8 processed together. On 23-mar-2020: no new clinical information.fu 6 ,7,8 processed together. On 23-mar-2020: social media received. Reporter's information added.event:peptic ulcer disease,eczema ,anemia,vitamin deficiency,weight gain, hypoglycemia,myopathy steroid, gout were added. Fu 6 ,7,8 processed together. On 23-mar-2020: reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ((B)(6) 2014 hysterectomy salpingectomy and cervix'), addison's disease ('secondary addison disease'), oesophageal rupture ('boerhaaves syndrome'), type 1 diabetes mellitus ('insulin dependent type 1 diabetes'), sjogren's syndrome ('sjogrens syndrome') and neuropathy peripheral ('neuropathy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced addison's disease (seriousness criterion medically significant), oesophageal rupture (seriousness criterion medically significant), type 1 diabetes mellitus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), raynaud's phenomenon ("raynauds"), steroid dependence ("steroid dependent"), cervicitis ("endocervicitis"), postprandial hypoglycaemia ("severe reactive hypoglycemia"), postural orthostatic tachycardia syndrome ("pots"), anaemia ("anemia"), cystitis interstitial ("interstitial cystitis"), adenomyosis ("adenomyosis"), malabsorption ("malabsorption syndrome"), adrenal insufficiency ("adrenal insufficiency") and alopecia ("hair fall"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, addison's disease, oesophageal rupture, type 1 diabetes mellitus, sjogren's syndrome, neuropathy peripheral, raynaud's phenomenon, steroid dependence, cervicitis, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, anaemia, cystitis interstitial, adenomyosis, malabsorption and adrenal insufficiency outcome was unknown and the alopecia had not resolved. The reporter considered addison's disease, adenomyosis, adrenal insufficiency, alopecia, anaemia, cervicitis, cystitis interstitial, malabsorption, medical device removal, neuropathy peripheral, oesophageal rupture, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, raynaud's phenomenon, sjogren's syndrome, steroid dependence and type 1 diabetes mellitus to be related to essure. The following information was received from social media: hair loss. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. New event 'hair fall' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ((B)(6) 2014 hysterectomy salpingectomy and cervix'), addison's disease ('secondary addison disease'), oesophageal rupture ('boerhaaves syndrome'), type 1 diabetes mellitus ('insulin dependent type 1 diabetes'), sjogren's syndrome ('sjogrens syndrome') and neuropathy peripheral ('neuropathy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cervicitis ("endocervicitis"), addison's disease (seriousness criterion medically significant), oesophageal rupture (seriousness criterion medically significant), type 1 diabetes mellitus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), raynaud's phenomenon ("raynauds"), steroid dependence ("steroid dependent"), postprandial hypoglycaemia ("severe reactive hypoglycemia"), postural orthostatic tachycardia syndrome ("pots"), anaemia ("anemia"), cystitis interstitial ("interstitial cystitis"), adenomyosis ("adenomyosis"), malabsorption ("malabsorption syndrome") and adrenal insufficiency ("adrenal insufficiency"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, cervicitis, addison's disease, oesophageal rupture, type 1 diabetes mellitus, sjogren's syndrome, neuropathy peripheral, raynaud's phenomenon, steroid dependence, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, anaemia, cystitis interstitial, adenomyosis, malabsorption and adrenal insufficiency outcome was unknown. The reporter considered addison's disease, adenomyosis, adrenal insufficiency, anaemia, cervicitis, cystitis interstitial, malabsorption, medical device removal, neuropathy peripheral, oesophageal rupture, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, raynaud's phenomenon, sjogren's syndrome, steroid dependence and type 1 diabetes mellitus to be related to essure. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Event : explant date updated, (B)(6) 2014 hysterectomy salpingectomy and cervix were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.